Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. On (B)(6) 2011: I-stat, time: 21:27, result: 1.34; I-stat, immediately, 0.06 same draw; vista, unk, 0.04. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).